Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The pump was reset, and the customer continued to use the pump for insulin therapy. Customer's blood glucose (bg) level was "high" on the continuous glucose monitor. Cause of high bg was unknown. A manual injection was administered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.